Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. All button function properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Insulin pump had moisture damage noted on mother board and interface board.

Event description:
It was reported that insulin pump was exposed to moisture damage. Customer stated that insulin pump was dropped in the lake. Customer's blood glucose reading was 165.6 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).